Event description:
A report was received that the patient was explanted due to an infection at the pocket site. Patient's symptoms included rash, heating sensation, swelling and a discharge. The patient was prescribed antibiotics. The physician doesn't believe the infection to be device nor procedure related. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #:14304850, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.